Event description:
An endurant ii was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 22.9mm and 27mm in length. The neck angulation was 42.1mm. Right diameter access vessel was 8.0mm and left diameter access vessel was 8.5mm. The proximal diameter of the right iliac artery was 13.1 and the proximal diameter of the left iliac artery was 13.4mm. It was reported that during the index procedure, the physician attempted to advance the delivery system through the iliac and into the contra-lateral gate via the common femoral percutaneous approach. (Right side). After advancing the contra-limb device only a few centimetres, the physician felt resistance in a narrow portion of the femoral to external iliac. After a few unsuccessful attempts at rotating and advancing, the delivery system was removed. The access vessel was then dilated with a 12 fr dilator and a 14 fr sheath was advanced into the gate. The physician noticed that the graft cover was buckled/kinked in a short portion 2 cm below the nose cone; therefore, the device was discarded. A second device was opened and delivered through the 14 fr sheath without issue. Deployment of the graft was also uneventful. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: inherent risk of procedure (kink); patient¿s condition affected effectiveness of device (anatomy related; access vessel).